Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. Medical intervention of heart catheterization was performed on (B)(6) 2023 resulting in diagnosis of pulmonary hypertension. The patient alleges the device filter received from the medical equipment provider darkened and flow seems lessened. The patient additionally reported shortness of breath. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Other text : device not returned to manufacturer.